Event description:
It was reported the patient is still having seizures. No surgical intervention has taken place to date.

Event description:
Replacement surgery is not being pursued at this time due to perceived lack of efficacy.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported this data incorrectly. Date of event, corrected data: the initial report inadvertently reported this data incorrectly. Manufacturing device history records were reviewed. Review of the lead device history records confirmed al quality tests were passed prior to distribution.

Event description:
It was reported by a neurologist that a vns pt had high impedance. There has been no change in seizure frequency or pattern and the generator has been programmed off by the neurologist. The pt has not been benefiting from vns therapy as it hasn't had any positive effect on his seizures or quality of life. No generator and lead replacement have been planned. Good faith attempts to obtain more info regarding pt's high impedance and lack of efficacy have been unsuccessful to date.